Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker device was not working. Boston scientific technical services (ts) suggested putting magnet on device and see if there is a magnet rate. To date, this device remains in service. No adverse patient effects were reported.